Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot.root cause: unable to determine source: phone.

Event description:
Customer reporting 4 potential false negative sars results on one symptomatic patient. Customer states the patient tested positive by an at home test at a later time from initial testing (time frame between testing is unknown). No confirmation testing performed. Report 4 of 4.